Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The peeled and delaminated coating was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the reported information the guide wire was used in a posterior tibial with severe calcification. The tip was shaped without issue and inserted across the lesion site. In this case, it is likely the jacket was damaged by the calcification during insertion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the posterior tibial artery with severe calcification. The command 18 st guide wire was reshaped and it was noted that the polymer was peeling at the tip. A new command 18 guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.